Event description:
Allegedly, breakage of the neck. Revised only neck and head. Non revised products: product ID: ppa30032 tige "ehs" revetue 10.5/ lot no.: v09220430/ qty: 1. Product ID: pha04512 rim-lock biolox delta ceramic liner 36 group f/ lot no.: 099937546/ qty: 1. Product ID: pha06216 acetabular cup "procotyl® l" beaded coated s.56 group f/ lot no.: 0101001661/ qty: 1.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.